Manufacturer narrative:
Concomitant product(s): a 6947m-62 lead, implanted: (B)(6) 2015, product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant, the left ventricular lead dislodged and there was no capture. It was noted there had been placement difficulty at implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.